Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. It was reported that at baseline, the patient had a pericardial effusion and that they proceeded with the pulmonary vein isolation ablation and then placed a watchman device. It was noticed via ice that the pericardial effusion had gotten worse. A pericardiocentesis was done and 20 ccs of fluid were removed in the first 30 minutes. When the patient was taken to the recovery room, the physician removed another 20 ccs of fluid. The patient does not require surgical repair. The bwi sales consultant overheard the physician speaking with another physician about the procedure and they think the effusion occurred during the transeptal access with the baylis needle. The physician also stated they had to go lower and more anterior because of the watchman device. The caller states they used a maximum of 40 watts during the procedure. They used a pentaray catheter, stsf catheter, webster cs catheter, vizigo sheath, a baylis needle, and a phillips 4d ice catheter. All catheters were discarded. This event will be conservatively reported as ablation took place before the effusion was noticed to have worsened, therefore, bwi devices cannot be excluded.